Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 38mm synergy ii drug-eluting stent (des), the stent mounted on the stent balloon and was lifted. A 4.0x38mm synergy des was used and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38 stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage with stent struts lifted and pulled in a distal direction on proximal stent strut rows 4 and 7. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A red blood like substance was also identified at the distal end of the balloon. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination identified tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 38mm synergy ii drug-eluting stent (des), the stent mounted on the stent balloon and was lifted. A 4.0x38mm synergy des was used and the procedure was completed. No patient complications were reported.